Event description:
As reported: "locking screw did not engage the plate as designed, spins without locking. Angle adjusted and still no ¿grab¿ to lock. The surgery was completed by getting adequate fixation with the other screws. "

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted in patient.